Event description:
It was reported that the patient's system was removed due to infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-75, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type lead, product ID 3778-75, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type lead, product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).